Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had "pixel issues". Customer's blood glucose was "high"; however, a specific value was not provided. No additional patient or event information was provided.